Event description:
It was reported that the pump shows "error message: reinsert the cassette". Occurred during annual maintenance. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). One device was received in good condition, no physical damage was found on the pump. The reported problem confirmed. Error message is displayed. It was unknown what caused the issue. The dso sensor must be calibrated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.